Event description:
Stryker saggital blade failure resulting in retained object after surgery. Tab approx 10mm crescent shaped tab (dog ear) appears to function as engineered feature to retain blade to harmonic resonator device (retaining clip). Retaining tab on stryker sagittal blade 18.00mm x 90mm x 1.27mm dual-cut broke off during surgery, and was retained in field after closure. Dates of use: 2009. Diagnosis or reason for use: tkr surgery.